Event description:
It was reported that the device and guidewire became stuck. A ranger drug-coated balloon 6.0mm x 60mm, 80cm was selected for use in this atherectomy procedure. A terumo advantage guide was placed across the stenosis and the ranger balloon was advanced, however, the catheter got stuck on the wire during removal causing loss of fistula catheterization. No patient complications.

Manufacturer narrative:
Device eval by manufacturer: returned product consisted of a ranger drug-coated balloon catheter with a 0.018" terumo advantage guidewire inside the device. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple stretched areas and buckling to the shaft. Microscopic and further inspection of the remainder of the device presented no other damage or irregularities. Product analysis identified damage consistent with stuck on guidewire that was alleged from the field.

Event description:
It was reported that the device and guidewire became stuck. A ranger 6.0mm x 60mm, 80cm was selected for use in this atherectomy procedure. A terumo advantage guide was placed across the stenosis and the ranger balloon was advanced, however, the catheter got stuck on the wire during removal causing loss of fistula catheterization. No patient complications.